Event description:
It was reported that during sterile processing, it was observed that the motor device had problems with the cord. During in-house engineering evaluation, it was observed that the device was power broken. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken. It was determined that the device was power broken because of failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.